Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay of critical therapy following a leak. The tubing set was being used to deliver levophed 8 mg/250 ml, at a titrated rate between 2 mcg/min and 13 mcg/min, via a symbiq pump. The customer contact indicted that the physician ordered that the levophed be titrated to maintain cerebral perfusion pressure greater than 65 mmhg. It was reported that 72 hours after the delivery was started, an unspecified volume of solution leaked from the tubing below the cassette. The customer contact reported at this time, an unspecified volume of air was noted in the tubing distal to the cassette. The customer contact indicated that a hole was noted in the tubing, "right at the connection point of the cassette." The tubing set was replaced and the therapy was resumed. It was reported that while the tubing set was being replaced, the patient's blood pressure (bp) decreased slightly to an unspecified value. The customer contact reported, "the infusion running was levophed so the time to change out the tubing could be resulted in bp drop." No specific patient details were provided. The customer contact indicated that the hole was not there during priming and was only noticed after being in clinical use for 3 days. Though requested, no additional information was provided including if any medical interventions were required or if any air reached the patient. Hospira is continuing to investigate.